Event description:
It was reported that during an unknown procedure, the device did not staple and the staples were malformed at 1st firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/22/2007. Information anticipated, but unavailable at this time.